Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit failed to detect hr, qrs went flat during cardioversion using pads. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.